Event description:
The customer reported that the heartstart xl displayed error code 90007 during a user test. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.